Manufacturer narrative:
The x2 pump user guide instructs the user to remove any residual air from the cartridge. The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the insulin gauge displayed an inaccurate fill estimate of 105 units and remained static. Upon troubleshooting with tandem technical support it was discovered the customer was not practicing the proper air removal technique. The customer's blood glucose was 252 mg/dl. Reportedly, the customer had manual injections for alternate insulin therapy.